Event description:
Went to dr (B)(6) on (B)(6) 2017 complaining of itching and burning feeling at area where spinal cord stimulator from st. Jude medical was implanted on (B)(6) 2016. Itching and burning started about (B)(6) 2016. Approx 3 months before implant was removed, I had developed a rash, itching, and burning feeling at site of implant. St. Jude's rep adjusted it (which had been done previously a few times) but the itching and burning came back. I could not live anymore with that burning feeling so I could not turn the device on at all.